Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device smelled like insulin. Device was making a grinding noise. Customer's blood glucose was unknown. There was a black spot on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor noise noted during our testing. No unexpected black spots or display anomalies were noted at the display. No burn components or traces of moisture were noted at the electronic or motor assemblies per our visual inspection. No insulin smell noted. The motor was tested outside the device and passed. The insulin pump had minor scratched display window and case.